Event description:
It was reported, thought a medwatch report, that this right ventricular lead exhibited oversensing and pacing inhibition. It was mentioned that an intervention was required in order to address this issue, however, it was not clarified what kind of intervention was. Evidence suggests that this lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported, thought a medwatch report, that this right ventricular lead exhibited oversensing and pacing inhibition. It was mentioned that an intervention was required in order to address this issue, however, it was not clarified what kind of intervention was. Evidence suggests that this lead remains in service. No further adverse patient effects were reported.